Event description:
Related manufacturing reference number: 2017865-2020-17419, 2017865-2020-17414.

Manufacturer narrative:
Correction - b5 - related manufacturing reference number for the pacemaker should be 2017865-2020-17419 rather than 2017865-2020-17411.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-17411, 2017865-2020-17414. It was reported that the asymptomatic patient presented with an unspecified infection. It was noted that the right atrial lead exhibited vegetation. There is no allegation the device or leads contributed to the infection. The pacemaker, right ventricular, and right atrial leads were explanted. The patient was in stable condition.